Event description:
Device 1 of 2. Reference MFR reports: 1627487-2013-18572. It was reported the pt experiences ineffective stimulation and discomfort at the ipg site. The pt indicated she felt stimulation in her pain areas, but it did not relive her pain. Also, the pt indicated the ipg was uncomfortable while she was sleeping and rubs on the seat of her automobile. Surgical intervention will be taken at a later date to explant the pt's scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.